Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The instrument performance was verified and the issue appears to be resolved. Calibration was last performed on 16-aug-2021 and was acceptable. Qc was acceptable. No issues were identified during a review of the alarm trace data.

Manufacturer narrative:
A field service engineer (fse) performed mechanical and operational checks on the analyzer and all checks passed. The investigation is ongoing.

Event description:
There was a complaint of discrepant bilt3 bilirubin total gen.3 (bil-t) results for 1 patient tested with cobas integra 400 plus. The discrepant results were reported outside the laboratory; the sample was repeated because the client questioned the initial result due to a previous result of around 15.0 mg/dl. The patient¿s initial result was 0.02 mg/dl but was reported out of the laboratory as 0.0 mg/dl; the repeat was 15.98 mg/dl and was accompanied by a data flag. The customer believes the repeated result to be correct. The bilt3 bilirubin total gen.3 used was lot 47994101 and had an expiration date of 30-nov-2021.